Event description:
It was reported that the patient underwent revision surgery due to implant fracture and pain.

Manufacturer narrative:
Investigation results were made available. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation (not returned by patient). However, based on the available information the investigation is conducted with outcome as follows. DHR review: the quality records indicate that this component met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: breakage, loosening. No lot trigger: only 1 similar investigated event for the lot number 2649717 has been found. Review of event description: it was reported that the patient received the left thr on (B)(6) 2013. Afterwards, he had pain in the area of the left hip. According to the doctor the x-rays suggest an implant fracture in the area of the cone at the transition to the shaft. Revision was performed on (B)(6) 2019. Review of received data: x-rays dated (B)(6) 2012. Pelvis overview : correct stem and cup position, inclination angle approximately 43 degrees. Large osteolysis area near to the stem at the greater trochanter, according to gruen zone . At the acetabular roof recognizable osteolytic brightening areas, according to zone I to delee and charnley. Lauenstein view: anterolateral osteolytic area anterolateral, according to gruen zone 8. X-ray dated (B)(6) 2013 left hip lauenstein view: comparing the previous x-ray of october 2012, the rotation conditions are not exactly comparable. Unchanged size of the osteolytic brightening areas at the acetabular roof. Slight increase of the osteolytic defect situation. X-ray dated (B)(6) 2013 left hip ap view, lying in bed: situation after implantation of the modular revitan prosthesis. The bone structure of the greater trochanter is laterally inhomogeneously loosened at the interface to the proximal part of the stem. X-rays dated (B)(6) 2013 left hip ap view compared to the previous postoperative x-ray of (B)(6) 2013, a large brightening zone at the area of the greater trochanter is visible. Small radiolucent line proximal medial, according to gruen zone 7. Left hip lauenstein view: brightening area anterolateral, according to gruen zone 8. Three screws posteromedial, according to gruen zone 14, undamaged cerclage wires. X-ray dated (B)(6) 2013 left hip ap view / lauenstein view: compared to the previous x-ray documentation no significant change in the ap view. The rotation conditions in the second image view are not comparable. X-rays dated (B)(6) 2013 left hip ap view: compared to the comparable x-rays of (B)(6) 2013 and (B)(6) 2013 no significant change in the area of the greater trochanter, slight increase of the osteolytic changes proximal medial, according to gruen zone 7. Left hip lauenstein view: the rotation conditions are comparable. Compared to the x-ray of (B)(6) 2013 the osteolytic changes appear to have extended anterolaterally a little further distally to the level of the uppermost cerclage. Posteromedial to gruen zone 14 no significant changes. X-ray dated (B)(6) 2013. Left hip ap view: compared to the previous x-ray of (B)(6) 2013 no significant changes in the course. X-rays dated (B)(6) 2013 left hip ap view: the proximal part of the stem is tilted approximately 4 degrees to the medial. Left hip lauenstein view: compared to the previous x-ray no further increase in osteolytic changes in the proximal stem area. X-rays dated (B)(6) 2013 left hip ap view: compared to the previous x-ray of (B)(6) 2019 a slight futher tilting to the medial. Left hip lauenstein view: comparable to the previous x-ray six years ago (B)(6) 2013 no significant osseous changes in the course. - implantation surgery report dated (B)(6) 2013: diagnosis: loosening of the left-sided hip total replacement there is a loosening; single bacteria in preoperative punctate, therefore low-grade situation with normal crp. Scintigraphy accumulation in the cup and proximal stem area. In the preoperative CT-examination clearly osteolysis in the cranial area of the cup and in the trochanter. Surgery: easy removal of the inflammatory altered bursa trochanterica, transgluteal procedure, near to the bone detachment of the gluteus medius and the vastus lateralis complex. From the meat-water-colored synovial fluid smear to bacteriology. After knocking off the metal head, scrape out the proximal osteolysis zone from the greater trochanter and resection of the significantly inflammatory altered neosynovia. Osteotomy of the femur, as a distal free chiselling of the stem is not succeeded. After transgluteal preparation of a medial bony cap with good stable osteotomy detachment of the distally fixed stem with a fine small chisel. When scratching the medullary canal no evidence of infection. Cerclage wire distal to the osteotomy to prevent distal breakage. In the proximal stem area setting of three cerclage wires with again completely stable and exactly repositioned osteotomy. The cup is firmly anchored in depth, only marginally disintegrated. Cranially scrape out two thumb-groups-large osteolysis, then knock out the screw with firm blows after circular complete exposure. Prior to placing the allofit pressfit cup after cup bottom plastic and roof plastic, the large osteolytic defect is filled with bone from the bone bank; additional fixation of the cup with two cranial spongiosa screws. In the image intensifier control exact position of the cup, subsequently inserting of the definite durasul insert. After successive rasping, definitive inserting of a 18 mm rasp with absolutely firm fixation and trial reposition without movement in the area of the osteosynthesized proximal femoral stem over the former osteotomy. After assembly and fixation with the torque wrench, inserting of the revitan prosthesis as planned. For compression of the bone and additional stabilization around the proximal area performing a homologous spongiosaplasty with bone from the bone bank. After reposition with the short ceramic head no dislocation tendency with small leg extension as planned. Loosening of the dorsocranial trochanter fragment resulting from mobilization and movement. Fixation with three cannulated, absolutely fixed screws from dorsal lateral past the prosthesis. In the image intensifier control correct position of the prosthesis in the stem, correct position of the cup, of the screws and the wire fixation of the surrounding bone. Finally, transosseous refixation of the bony-detached vastus lateralis complex. Revision surgery report dated (B)(6) 2019: diagnosis: breakage of the cone, situation after change of hip total replacement additional procedure: changing to a modular endoprosthesis with osseous defect situation indication: there is a cone breakage of the revitan stem prosthesis. 6 years after implantation of the prosthesis suddenly noticed pain at the left hip joint, radiologically clear kinking in the area of the cone between stem and neck part. Surgery: after going in to the neocapsule taking a smear from the macroscopically clear and inconspicuous effusion, additionally inoculation of a bacteriology tube for childs and tissue sample from the neocapsule for bacteriology. Knocking off the ceramic head; insert absolutely fine, does not have to be changed. After careful free preparation of the bony well overgrown cerclage wires removal all of them. The three screws are firmly fixed at maximum. When screwing out the distal screw therefore the head is turned off, so it is left for the time being. After lifting the bone cover prepared with holes and saw, the neck part is pulled out over the broken cone. The stem is still fixed connected in the remaining circumference. After reshaping and drilling, the stem can be knocked out with dosed and strong punches. Resection of a small granulation tissue space around the cone fracture, separated for histology. A definitive wagner revision prosthesis size 265 with a length of 65 mm and a diameter of 17 mm sinks more than 1 cm further distally. A too deep-seated prosthesis of over 3 cm can not be reasonably balanced with a head extension. Therefore, after appropriate preparation, a 18 mm wagner revision prosthesis is inserting in correct rotation, fixed with a distance from the edge of the prosthesis to the greater trochanter tip of 2 cm. Numerous hammer blows show a firmly fixed prosthesis in the bone, it definitely slips no further. With definite ceramic head size 36 and middle neck length completely stable situation when moving through after reposition. Under image intensifier control definition sufficient cortical bone ensured fixation in the distal fragment. Exact reposition and completely stable fixation of the bone cover with three cerclage wires. Distal to the osteotomy, a cerclage was prophylactically placed after removal of the prosthesis to prevent fracture in the distal stem area. The rest of the screw in the lateral bone flap is left, as a removal would mean a weakening of the bone. Finally, another check of stability with absolutely firmly fixed bone cover when moving through without dislocation tendency. After finishing the operation radiologically correct position of the revision prosthesis. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique was reviewed. Implantation was done according the st. Conclusion summary: in the procedure section of the surgical report of implantation of the revitan prosthesis in (B)(6) 2013 is stated that a preoperatively recognizable and intraoperatively confirmed large osteolysis zone at the greater trochanter was filled after appropriate scraping with homologous cancellous bone graft from the bone bank. A loosened dorsocranial trochanter fragment resulted due to mobilization and movement after reposition was fixed absolutely stable with three cannulated screws from dorsal lateral. This stable fixation can be confirmed by the present postoperative x-ray. During the subsequent five months until (B)(6) 2013 in the radiological follow-up an osteolysis of this bone graft around the former osteolysis and in the area of the calcar medially can be noticed which could probably suggest a sub-optimal proximal bone support. Until the radiologically detectable failure of the modular revitan prosthesis 6 years later in (B)(6) 2019 there is no entire x-ray follow up available that would allow evaluation the bone situation around the revitan stem and possible changes over time in vivo. At the time of the radiologically detectable failure of the modal prosthesis, the radiologically unchanged sub-optimal proximal bone support can be recognized. No useful information can be gathered from the revision report in (B)(6) 2019 for the failure of the revitan stem. The result of the histological examination of the removal of granulation tissue around the cone breakage could contribute to this. What has ultimately led to the failure of the modular revitan prosthesis 6 years after implantation can only be suspected on the basis of the available documents, but cannot be judged medically with certainty. From the available documents there are no indications of possible risk factors that can influence the success of the surgery (patient¿s activity). An increased bmi as a potential risk factor would be unlikely, as no significant increase in patient overweight is documented. A corresponding material examination of the explanted components could provide further useful information on the cause of the implant failure. In summary it can be hypothesized that the stem probably had a sub-optimal proximal bone support. Perhaps the combination with a probable patient¿s activity may have contributed to the sequence of events finally eventually in the fatigue breakage of the stem. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information the complaint could be confirmed. However, an exact root cause could not be identified. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: revitan prox. Cylindrical 55, catalog no #: 01.00402.055, lot#: 2676056. Alloft-s alloclassic shl 62/nn, catalog no #: 00-0000-042-70, lot #: 2 670953. Dural alpha insert neutr nn/36, catalog no #: 01.00013.714, lot #: 2670418. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and planned for revision surgery due to fracture and pain.